Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received the motor error alarm and cannot communicate with the main arm alarm and software error detected alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed for the pump error alarms. The device is not expected to be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 and pump error 4 alarms due to a software error.